Event description:
Customer reportedly received results of 4.6 mmol/l and 12.1 mmol/l within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the test strips are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned to manufacturer.